Event description:
During an ophthalmic procedure, while in the vitrectomy mode,air was pulsing out of the scissors port. The unit was switched to the "utilities" mode then back to the "posterior" mode. The unit then worked correctly; however, the procedure was delayed approximately 30 minutes. The patient is doing well. The unit is being sent in as a precautionary measure.

Manufacturer narrative:
Evaluation summary: the reported problem could not be duplicated; however, several cards were not seated and secured. There was loose hardware inside the unit. It appeared as if the unit had been worked on at the customer's site; however, this was denied. It was explained that a bleeding release valve may have caused an air rushing sound but would not have caused the reported problem.